Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the wire insertion difficulty allegation was not confirmed, lab test showed no block passage of a wire from terminal through lead tip. Visual inspection revealed no abnormalities and the lead tip appeared normal.

Event description:
This lead was unable to be successfully implanted due to physician noted something wrong with lead as it was flushed properly, but a mailman wire could not fit through it and it would not track at all with a whisper wire. This lead was successfully replaced. No adverse patient effects were reported. This is part of tr17002 acuity x4 guidewire advancement difficulties in lead trend inclusion. If this malfunction were to recur, it could result in serious injury or death based on a precedent having occurred already and/or the health risk assessment.